Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced there was an occlusion with the infusion set site within 3 hours of insertion at abdomen and upper buttocks on (B)(6) 2024, which resulted in elevated blood glucose, therefore patient had received correction injection via multiple daily injections (mdi). The patient changed soft cannula infusion set only and resumed insulin. No further information was available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted model number and serial number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated. The batch 6003523 in question was manufactured at the reynosa site. The reference samples for the lot 6003523 have already been previously tested for visual and flow in the complaint (B)(4) on 26/apr/2024. All test results were within specifications as per (B)(4) test report. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: the reference samples were visually inspected and tested for flow. All test results were within specifications. The batch record 6003523 was verified and it was found within specifications. Device history record (DHR) review: the 6003523 was manufactured according to the document work instruction (wi) version 108 on the packing process in the line inset 3 on 06/oct/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 04-jun-2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded) and lot 6003523 and no more complaint have been registered in database for the same lot 6003523 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for retention samples, no non-conformance (nc) raised during production, no more complaints received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date, no additional patient or event details have been received.